Manufacturer narrative:
On-site investigation was performed. According to received information no deviation was found. The ventilator passed all functional and safety tests and was cleared for clinical use. Te 11 indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of te 11 occurrence is to check inspiratory channel or safety valve pull magnet or pc 1784/pc 2024 expiratory channel. The root cause of the issue has not been determined, as the issue could not be reproduced and no action had to be taken to resolve it.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).